Event description:
Customer reported treatment by the paramedics due to low blood glucose. Customer has been experiencing low blood glucose for two months. The blood glucose reading at the time of the event was 31 mg/dl. Customer will talk to her physician regarding the programming. Customer had a seizure at work. The paramedics treated with liquid glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.